Manufacturer narrative:
(B)(4). (B)(6). Baxter received one sample. Visual inspection showed that the spike of the cap was broken and had fallen inside the over-pouch. The cause of the problem was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol administration set was damaged; the damage was not specified. There was no patient involvement. Additional information was requested and is not available.